Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of a programmer marker anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported programmer marker anomaly could not be determined.

Event description:
It was reported that when the patient was in the operating room for a device implant, marker anomaly was observed once the device was placed inside the pocket. Troubleshooting attempts were made to resolve the issue but were unsuccessful. The device was explanted and replaced.